Manufacturer narrative:
Date of report: 10oct2018. Date of manufacturer: 09oct2018.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09oct2018. The service engineer (se) inspected the device. The se found the ventilator with no oxygen sensor and an oxygen flow out of range error message. The se could not find any event of a ventilator shutdown in the diagnostic logs. The se replaced the oxygen sensor and the ventilator successfully passed all performance verification testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator was alarming high and low o2 then the unit shut down. No patient harm reported. The event date was not specified; estimate used.